Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a chest x-ray revealed dislodgement of the right atrial lead due to twiddler's syndrome. The lead was repositioned.